Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis,product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On 24-jun-2021, a spontaneous report was received from a consumer regarding a (B)(6)-year-old female who was using playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented).medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport (unscented) tampons with odorshield. On (B)(6) 2021, after starting the product, the consumer tugged on the string to remove the tampon, and she saw the top had ripped off. She had to extract the remainder. Subsequently, (reported as "21-jun-2021"), she was concerned and went to urgent care. The doctor examined and didn't find anything else. The doctor said she got it all out, and nothing was remaining. No further treatment was provided, but the consumer no longer felt safe using the product. No additional information was provided.